Event description:
It was reported the patient's was showing high impedance readings of >4,000 ohms on some of the bipolar pairs. It was also reported that, when the patient's device ws interrogate by their health care provider, the device was off. The hcp turned the device back on , and a follow up appointment was scheduled with the pt. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).